Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. Upon investigation the charger/modem was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery pca and the c28 capacitor on the bedside board was damaged. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged capacitor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.